Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as the batteries of the ventilator device don't get recognized, display green, values ok, only state of haelth value 0.0. Tested with several batteries, only old batteries work. · this occurrence got noticed during patient ventilation and is not further explained. · alarms were observable both visually and through hearing. It was not reported which alarms got activated. These alarms were reproducible. · the device log files were provided to hamilton. · there is patient involvement reported. This event occurred during ventilation. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as the batteries of the ventilator device don't get recognized, display green, values ok, only state of haelth value 0.0. Tested with several batteries, only old batteries work. This occurrence got noticed during patient ventilation and is not further explained. Alarms were observable both visually and through hearing. It was not reported which alarms got activated. These alarms were reproducible. The device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective driver board (pn msp161500). The driver board was replaced. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as the batteries of the ventilator device don't get recognized, display green, values ok, only state of haelth value 0.0. Tested with several batteries, only old batteries work. This occurrence got noticed during patient ventilation and is not further explained. Alarms were observable both visually and through hearing. It was not reported which alarms got activated. These alarms were reproducible. The device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation. There is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.